Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen was cracked, unresponsive, and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin therapy and also confirmed manual injections as back up.